Event description:
The reporter stated that she was implanted on the side that showed no efficacy during the trial period and that the battery pack was "implanted too high." The reporter stated that her physical therapy documentation showed that this caused problems with her sacral nerves, sacrum, and alignment with right leg, hip, ankle, and knee as it was implanted in the wrong place. The patient reported that her device was improperly placed. It was reported that the device was programmed inaccurately with their health care provider (hcp).it was indicated that her complaint "was not about the manufacturer device" but she had "no idea if the problem she had was with the device or leads or if the hcp was negligent.¿ the patient briefly mentioned that the device was put in wrong and it was programmed wrong. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3093-33, lot# v455950, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).